Event description:
It was reported that during a da vinci-assisted hiatal hernia ¿ paraesophageal surgical procedure, the force bipolar instrument had a small wire come off while in the patient. The device and wire were removed safely and replaced. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) received (B)(4)stating: "da vinci force bipolar had a small wire come off while in patients cavity during surgery. Device and wire removed safely and replaced. K10220613-0186." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the procedure log showed the force bipolar (part # 471405-06 / lot # k10220613 0186) was last used in a hiatal hernia ¿ paraesophageal procedure performed on 7-sep-2022 on system sk3261. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.